Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown head. It was noted that the device is still implanted. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that the surgeon has expressed concerns with accolade tmzf stem in regards to the trunion. He has experienced the head impinging on the neck of the stem causing trunninosis. The case involved a very large head size on the stem (40mm+) which could lead to the head impinging on the stem.